Event description:
It was reported that after a subacromial decompression procedure using a quantum 2 controller, a small 5cm burn was discovered at the lateral portal. The burn was allegedly minor and was treated with a dressing. No further information was provided regarding post operative care. There were no other reported pt complications.